Manufacturer narrative:
As of today, the explanted products have not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that this pacing system did not work. The patient reported that she had developed an infection; therefore, the system was not reconnected to the heart or replaced. The system was explanted two months post implant. There was no report of adverse patient effects due to the explant procedure.